Event description:
It was reported that the customer was in the emergency room twice due to diabetes ketoacidosis and high blood glucose of 600mg/dl. It was stated that the customer experienced ketones, violent vomiting, and he was lethargic. The mother stated that the customer was disconnected from the insulin pump, and his blood glucose was treated with an insulin drip. The customer also was given potassium. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The mother called back after receiving the tubing clamp and the high pressure test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.